Manufacturer narrative:
Due to character limitation in e1, full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge fse that during maintenance the touch panel of cardiosave intra-aortic balloon pump (iabp) was unresponsive and calibration could not be completed.

Manufacturer narrative:
Updated fields: b4, d9(,device available for eval, return to manufacture date), g3, g6, h2, h6(investigation conclusions), h11 a getinge field service engineer (fse) evaluated the unit and confirmed that the touch panel is unresponsive. The touch screen calibration couldn't be performed. The fse replaced it with a touch screen assy. After the replacement, it was confirmed that the touch screen calibration completed successfully and the touch panel is responsive. All functional and safety checks were performed to meet factory specifications. There was no patient involvement. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj cf. The failure analysis and testing dept. Received assembly, lcd display with a reported unit failure of calibration cannot be completed. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed assembly, lcd display into the cardiosave test fixture and tested the display to factory specifications per procedure and the cardiosave service manual. The fat dept. Proceeded to calibrate the touch screen. The calibration could not be completed. The fat dept. Attempted to touch the last calibration point when the message appeared that the touch screen failed calibration. The fat dept. Replicated the complaint experienced by the customer. The touch screen failed testing. Probable cause of this failure is the resistive touch screen top flexible layer not making an electrically sound connection to the bottom rigid layer, (where both layers are coated with a transparent conductive material) at a particular x and y coordinate. Retaining the touch screen in the fat dept. Per procedure.

Event description:
N/a

Event description:
It was reported by getinge fse that during maintenance the touch panel of cardiosave intra-aortic balloon pump (iabp) was unresponsive and calibration could not be completed. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, g1, g3, g6, h2,h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields - b5, h6(medical device ¿ problem code). Getinge fse replaced it with a touch screen assy (d160-00-0123, 24 00092 50_wapga). After the replacement, it was confirmed that the touch screen calibration completed successfully and the touch panel was responsive.